Event description:
Customer reported to beckman coulter, inc. (Bec) that the alkaline buffer bottle in the synchron cx delta clinical system was empty. Customer reported that she observed reagent leaking from the peri-pump tubing. Customer reported that she will replace the tubing and reagent bottle and ensure the damper level was adequate. Customer reported that no erroneous results were generated. There was no report of adverse event or injury requiring medical intervention or patient treatment. To date, customer has not contacted bec regarding further leak from the peri-pump tubing.

Manufacturer narrative:
(B)(4).